Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The attorney's legal claim alleges the patient experienced pain, infection, organ perforation, urinary problems, dyspareunia and vaginal scarring. The medical records provided do not support the allegations of infection or any type of organ perforation experienced by the patient. While there is no indication in the medical records that the patient experienced infection, the warning section of the instructions-for-use does state "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ operative details provided state "no obvious reaction or infection. Cystoscopy-no foreign body in the bladder and bilat ureteral orifices," however, a pathology report provided states a final diagnosis of "smooth muscle tissue with fibrous and foreign body-type giant cell reaction to prosthetic material." Due to this information it is unclear at this time if the patient actually experienced any type of reaction to the flat mesh. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2002 - the patient was diagnosed with stress urinary incontinence. The patient underwent a suburethral sling using a bard flat mesh. On (B)(6) 2002 - the patient presented to the ER with complaints of abdominal pain. The patient reported she was unable to urinate and had a fever. The patient was diagnosed with constipation and urinary retention. The patient was catheterized and 400cc of urine was released. A urine culture was negative for infection. On (B)(6) 2002 - the patient had md office exams with complaints of urge incontinence and pain. The notes provided did not indicate any infection or source of the patient's pain. On (B)(6) 2002 - the patient underwent removal of the suburethral bard flat mesh. Per operative details there was "no obvious reaction or infection. Cystoscopy-no foreign body in the bladder and bilat ureteral orifices." On (B)(6) 2002 - the patient presented to the ER secondary to an episode of pain from the night prior. Per the assessment notes, she had been on fairly large doses of narcotics since her explant procedure and had experienced several bouts of recurrent pain since removal of the sling. The patient reported she felt a sensation of a "pop." The patient's pelvic exam was normal and concluded the patient experienced an acute exacerbation of post narcotic pain and related to postop changes. The attorney's legal claim alleges the patient experienced pain, infection, organ perforation, urinary problems, dyspareunia and vaginal scarring.